Manufacturer narrative:
Section b7: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported right heart failure and renal failure, as well as a direct relationship with heartmate ii lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The reported low flow alarms were confirmed from the evaluation of the submitted log files; however, a specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2020 at 10:42:48 to (B)(6) 2020 at 13:40:45. There were numerous events captured where the calculated flow was below 2.5 lpm, resulting in 54 low flow hazards all of which occurred from (B)(6) 2020 at 22:45:43 to (B)(6) 2020 at 12:07:54. Despite these alarms, there were no other abnormal events ¿ the only other events were associated with pi events and routine power cable disconnects. The pump operated above the low speed limit for the duration of the log file. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26feb2014. The hmii lvas IFU lists right heart failure, renal failure and death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr range. Additionally, the heartmate ii lvas IFU explains that pump flow is estimated based on pump power. This IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 17.1 "unique treatment issues" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 13.4, "alarms screen," outlines system's advisory and hazard alarms and how to respond to them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2020-05155. It was reported that patient was seen in the clinic urgently for bloating, orthopnea, and dyspnea on exertion (doe)- the onset of symptoms (sx) were on (B)(6) 2020 in the afternoon- when the patient also had abrupt onset low flow alarms (not audible). Patient only has heard two low flow alarms, both from today, the early one was with straining during bm. Graph shows correlating drop in all vad values at time of sx onset. Patient was admitted. Log file analysis observed multiple low flow hazard alarms occurring on (B)(6) 2020 through (B)(6) 2020. The estimated flow at times, was below the alarm threshold of 2.5 lpm. Additional information states that patient developed cardiogenic shock. A transesophageal echocardiogram (tee) showed severe right ventricle dysfunction and underfilled left ventricle. A computed tomography angiography (cta) was unable to be obtained due to patient renal function. Patient continued to decline, transferred to cardiac intensive care unit (cicu) to start continuous veno-venous hemofiltration (cvvh). Patient did not want dialysis or surgery. Care was withdrawn on (B)(6) 2020. Patient passed away shortly after the lvad was discontinued. There will be no autopsy and no equipment will be returned. It is inconclusive if pump was working as intended as a cta was unable to be obtained for diagnosis of potential outflow graft (ofg) occlusion.